Event description:
It was reported that the patient presented during clinical follow-up. During interrogation, it was noted that the implantable cardioverter defibrillator exhibited a radio frequency telemetry issue. Programming changes were performed. The patient was in stable condition.